Manufacturer narrative:
Evaluation: evaluation for device 1 of 2: (refer to manufacturer's report number 1627487-2010-01241 for device 2). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: (refer to manufacturer's report number 1627487-2010-01241 for device 2). On (B) (6) 2007, the pt was implanted with a scs system. The pt experienced communication and charging difficulty due to high impedance. The ipg was explanted and replaced on (B) (6) 2010. During the surgery, leads were tested and a lead fracture was determined to be the cause of the high impedance. The lead was replaced on (B) (6) 2010.